Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to an open connection in the multifunction cable. The device was recertified and returned to the customer. The multifunction cable was scrapped and a replacement cable was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient in cardiac arrest, the device failed to discharge. Complainant indicated that the patient subsequently expired.